Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports during manual visual inspection foreign material was found on two cannulas.

Manufacturer narrative:
The product involved is an OEM unsterile cannula. After further review it was determined that this report was submitted in error as the incident does not meet the MDR regulation requirements of a reportable event. No additional follow ups or investigation results will be sent.